Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. Based on the results of the device evaluation and similar complaints, the legal manufacturer confirmed that the likely cause of the reported problem was due to user handling. The DHR was reviewed and it was confirmed the subject scope was manufactured in accordance with documented specifications.

Manufacturer narrative:
The device was returned to the service center for evaluation. Visual inspection was performed finding a cracked c-cover and cracked ob lens. There was also dents and scratches on the distal end of the plastic cover/c-body, lg lens and tube and the insertion tube. The reported event was confirmed. The most likely cause of the reported event was due to unintended user error.

Event description:
Olympus received a complaint from the user facility stating that during a procedure, resistance was felt when placing things down the channel on the device. There was no patient impact.